Event description:
A user facility reported to olympus, the uretero-reno videoscope was leaking at the distal tip. The customer reported that scope was not used, but the scope was removed from the drying cabinet, before a case, but not used as the team wanted to use a trial a disposable flexible ureteroscope. Upon inspection and testing of the customer returned device, the scope bending section structure was missing, and surrounding areas where spot welding was evident revealed metal raised and was sharp to the touch. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the bending section rubber, and structural support linkages appear to be breaking away from the weld, movement of the bending section causing the tabs to lift and present a sharp contact hazard which potentially could pierce the bending section rubber. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user bent the distal end in the opposite direction with excessive force while the bending section was bent. As a result, the cable supports were detached. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿ olympus will continue to monitor field performance for this device.